Event description:
It was reported that the sheath separated from the hub after the pt was moved from the cvor to the ICU. A cut down procedure was performed to remove the sheath body. There were no additional complications.